Event description:
It was reported that the patient's blood glucose level rose to 398 mg/dl while wearing the pod between 4 and 24 hours. The cannula did not insert the skin, was visible upon pod removal but bent and the pink slide did not move forward.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: bp2a.250605.031.a3.s931usqs7byj5, hardware: sm-s931u, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.